Manufacturer narrative:
Additional device product code used dzl, ktw. (B)(4). Date of initial implant procedure is unknown. Device is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant devices is unknown. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had an original surgery on an unknown date for treatment of a distal radius fracture with a construct of one (1) 3.5mm locking compression plate (lcp) and six (6) 2.7mm cortex screws. On an unknown date, post-operative patient presented with pain due to a fall down the stairs. Under x-rays is observed that three (3) of the distal cortex screws were broken. On (B)(6) 2017, surgeon removed the plate and screws. The three broken screws were easily removed without additional intervention. Since the fracture had already healed, no additional implants were needed. No fragments were generated during construct removal. Surgery was completed successfully with no reported time delay. Patient was reported in stable condition. Concomitant devices: 3.5mm lcp plate 14 holes (part# 223.641, lot# unknown, quantity 1), 2.7mm cortex screw (part# 202.814, lot# unknown, quantity 3). This report is for one (1) 2.7mm cortex screw self-tapping 14mm. This is report 1 of 3 for (B)(4).